Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient had prominent, fine, pinpoint glistenings. The patient is happy with his vision. Additional information was requested. There are two medical device reports associated with this patient. This report is for the right eye.